Manufacturer narrative:
The reported ventilator inoperative error is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for preventative maintenance service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code relating to 'pressure sensors failure' was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, two not reportable error codes relating to 'out press railed high' and 'mon press railed high' were also found in the device's error log. The system pca replacement resolve these errors as well. The blower assembly was replaced due to noise. The vanity cover assembly was replaced as well. The air inlet foam filter and particle filter were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.